Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported there was failed on growth on accolade component. Revision is scheduled (B)(6) 2012.